Event description:
User reports failing several external proficiency survey samples for multiple assays starting early 2009. User repeated the failed survey samples approx two months later, after receiving the proficiency survey report and the samples repeated within the surveys acceptable ranges. The following total psa survey sample was determined to be discrepant, which occurred in the month after the original month. Reported survey result 26.0 ng per ml. Acceptable survey range 27.6 to 42.9 ng per ml. Survey repeated the following month, resulted at 32.81 ng per ml. User states no pt samples have been affected, and no erroneous pt results have been generated.

Manufacturer narrative:
The field service rep was unable to determine a cause. He performed check tests and verified analyzer performing within spec.